Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of air bubbles / air in line could not be verified due to the condition of the sample submitted. The sample submitted was separated between the silicone tubing and lower pumping segment fitting and therefore could not be investigated for air in line issues. The customer complaint of component damage was verified by visual inspection. Evaluation of the separation site shows that the silicone tubing separated from the lower fitting of the pumping segment. The silicone tube also shows signs of that compression ring holding the silicone tubing to the lower pumping segment was installed but was not submitted with the returned sample. A device history record review for model 11532269 lot number 21035105 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 01mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the report of the customer, the root cause for the separation of the silicone tubing to the lower pumping segment was the continual manipulation of the pumping segment to try and correct the reported air in line issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Based on the report of the customer, the root cause for the separation of the silicone tubing to the lower pumping segment was the continual manipulation of the pumping segment to try and correct the reported air in line issue.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced a case of air in line, device damage, and air in line alarm during use. The following information was provided by the initial reporter: pump alarmed ¿air in line¿ while removing the air tubing broke below the pump, pump had ¿air in line¿ alarm frequently overnight, rn wondered if break occurred due to multiple removal/entry into pump.